Manufacturer narrative:
(B)(4). Unit received unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Information received by medtronic indicated that the insulin pump lip ring had crack. Reservoir was able to lock in place when inserted in insulin pump. No harm requiring medical intervention was reported. The insulin pump will return for analysis.